Event description:
Dr was placing hd cath on pt. Upon removal of a guide wire the inner part of wire was removed while the outer coil peeled away and apparently broke off inside of pt. This was visualized on post line chest x-ray. The original catheter initially gave blood return but after placement there was no blood return. This catheter was removed and another was inserted without issue. Repeat x-ray still showed wire so a CT scan of chest was done and pt was scheduled to go to cath lab for removal of wire.